Event description:
The customer reported being hospitalized due to low blood glucose of 30 mg/dl. The customer was experiencing low glucose for the past two weeks. Troubleshooting was performed. The customer stated that she passed out and fainted. Reviewed the prime technique, and it was correct, but the time on the insulin pump was off by an hour, and there were several auto off alarms. The customer stated that she did change the time when the daylight saving happened. The caller mentioned that she did the fixed prime test while connected. The amount of insulin in the reservoir matched with the insulin the status screen shows. The customer stated that she had a CT scan and x-ray, and the insulin pump was exposed to an MRI. Explained the customer that the auto off alarms. Can affect the basal. No further information was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.